Event description:
During ptca a dissection occurred in the left main artery. Pt sent for coronary artery bypass. Pt discharged home 12/18/96. It was reported by the risk manager that there was no device malfunction, the event has been associated with the pt's preexisting coronary disease. The device used during the procedure were discarded by the hosp.